Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone number (B)(6).

Event description:
It was reported that just prior to spinal anesthesia, the patient spo2 reading went from 95% to 90%. There were no reported symptoms of hypoxia, and the patient was awake through the event. It was reported that this resulted in a delay of the procedure. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that that just prior to spinal anesthesia, the patient spo2 reading went from 95% to 90%. There were no reported symptoms of hypoxia, and the patient was awake through the event. It was reported that this resulted in a delay of the procedure. No other clinical information or medical intervention was reported. The device was in clinical use at the time of event and no adverse event occurred. The case was escalated for technical investigation: a philips product support engineer (pse) evaluated the logs & additional details associated with the case and determined that: in the pictures from the picix log it seems that the spo2 measurement is not very stable, there are several inops. For example, there are occurrences of ¿spo2 sensor off¿ and ¿spo2 no sensor¿ and ¿spo2 low perfusion¿. An ¿spo2 sensor off¿ inop is issued, if the spo2 sensor is not properly applied to the patient. However, an ¿spo2 sensor off¿ inop might also rarely occur in case of specific sensor or adapter cable defects. An ¿spo2 no sensor¿ inop is issued, if the spo2 sensor is not properly connected. However, it might also be caused by a defective adapter cable or sensor. When an ¿spo2 low perfusion¿ inop is issued, the measurement accuracy may be compromised due to very low perfusion. General recommendation: stimulate circulation at sensor site. If the inop persists, change the measurement site. According to the information about this customer site, the hospital was using philips fast spo2 measurement before they switched to masimo rainbow spo2 measurement. There are differences between the philips fast spo2 algorithm and the masimo rainbow set algorithm. Therefore, in some situations, the masimo rainbow set measurement might behave differently compared to the philips fast spo2 measurement. Likewise, the sensor application of the masimo spo2 sensors is different to the application of the philips spo2 sensors. Based on the information available, the cause of the reported problem was unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified, advised customer to getting in touch with masimo corporation regarding the behavior of the masimo rainbow spo2 measurement as well as the masimo spo2 sensor application.